Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "granuloma" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma and rupture.

Event description:
Healthcare professional reported, a right side "capsular contracture", baker grade unknown. "Granuloma", rupture and "cysts". Not related to the device. Healthcare professional, later reported, capsular contracture, baker grade ii. Rupture and granuloma. Device remains implanted.